Event description:
This report is based on information provided by the local philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips xl defibrillator indicating that the device¿s ECG cable leads to be replaced. There was no report of patient or user impact. Available details indicate that the device needed cable leads replaced. Details provided in an update from the source case and email response indicate that the customer is being sent replacement parts and the device will successfully returned to service. No more information or details are available. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a component failure. The faulty components were replaced, and the device was returned to service. The customer will be provided with a replacement 3 lead ECG trunk and 3 lead set, snap. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.